Event description:
The customer reported camera adapter is lagging inspection for use involving an olympus colonovideoscope. There were no reports of patient harm.

Manufacturer narrative:
E1 - address -(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.